Event description:
It was reported that during central processing, the customer conducted an inspection and observed a damaged cable on the curved tip stapler 30 instrument. No patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument passed the initialization test. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument clamped and fired successfully. The instrument was found to have a broken dlu cable insulation with no missing material or thermal damage. The instrument passed electrical continuity. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable.